Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s husband reported via phone call that the insulin pump had locked up and the customer ended up in the hospital on (B)(6) 2017. The customer had high blood glucose and diabetic ketoacidosis. The customer¿s blood glucose level at the time of the hospitalization was 699 mg/dl. The customer was released two days later. They were advised by the hospital staff to have the insulin pump replaced. The customer¿s husband declined troubleshooting. The device will be replaced and returned for analysis.